Event description:
It has been reported to philips that the system produced an x-ray not available error. The system was in clinical use and the procedure was cancelled. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with the x-ray pc. The fse replaced the x-ray pc and returned the system to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the event occurred during a diagnostic procedure, and the procedure was completed as planned by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the system could not produce x-ray. During troubleshooting, the fse identified an issue with the x-ray pc as software installation for x-ray pc was failed. The fse replaced the x-ray pc. After replacement of the x-ray pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.